Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty controlling blood glucose while using the ilet and decided to discontinue use and return to a prior pump, citing frequent highs and lows and overall worse control than before. Symptoms included hyperglycemia with fluctuating blood glucose. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included review of the complaint details and case documentation. Investigation of this case revealed an unclear cause, with no device alarms reported and no identified device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.